Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (motor issue) issue. It was alleged that there was insufficient motor movement. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/16/2017 with the following findings: a review of the black box showed no evidence of a motor issue. The pump was run for 24 hours and no alarms or warnings occurred. The complaint regarding motor movement was unable to be duplicated.